Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a non-boston scientific device. No patient complications nor injuries were reported.